Event description:
Reporter indicated that they were having difficulties with their programming wand. Troubleshooting was performed and found that the wand serial data cable appeared to be worn out. The device was returned for analysis, which confirmed the reported issue, finding intermittent conductors in the serial data cable. Once a known good serial data cable was substituted, the device performed according to specifications, and no further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.